Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Visual evaluation: visual analysis of the photographs identified: red encapsulation, red particle material on the shell, creases. Additional, changed, and/or corrected.

Event description:
Patient reported left side textured to smooth exchange and "unexplained inflammation ". Additionally healthcare provider reported leaking and double capsule. The device has been explanted.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported left side textured to smooth exchange and "unexplained inflammation ". The device has been explanted.